Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One maxcore biopsy instrument was returned for evaluation. During functional evaluation to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. It was observed that the left side bumper of the style hub was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. The investigation is confirmed for failure to prime, as the top slide could not lock into place. The left side bumper of the stylet hub was missing, preventing the top slide from being locked into place. The investigation is unconfirmed for self-activation as the device could not be fully primed. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The maxcore biopsy instrument instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after two biopsy samples had been taken and the needle had been removed from the breast, the biopsy gun was cocked outside the patient and it fired right away. The gun was cocked a second time and once again, it fired almost immediately afterward. The procedure was completed with another device. There was no reported patient or user injury.